Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that after that surgery the patient got an infection so the majority of the stem was removed and an antibiotic spacer was placed. The patient had an infection months ago and the surgeon performing the case couldn¿t get the distal stem portion out.